Event description:
It was reported that the patient's left hip was revised due to pain caused by stem loosening. An insignia stem, head and femoral head were revised to a restoration modular stem construct and a new head. Rep confirmed that no further information will be released by the hospital or surgeon.